Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported image resolution poor was due to challenging anatomy with rotated heart and shadowing artifacts from the device. A cause of the reported tissue injury (anterior leaflet perforation) could not be determined. The reported unchanged mr was due to the leaflet perforation. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4, a restricted posterior leaflet, and a rotated heart. It was noted imaging was challenging throughout the procedure. One ntw clip was inserted and successfully implanted. To further reduce mr, a second ntw clip was inserted. However, while grasping and retracting the clip into the left atrium, perforation to the anterior leaflet was observed, causing mr to return to baseline. Therefore, the clip was removed, and the procedure was discontinued. Mr remained at a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.